Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a previous non-device related surgery wherein electrocautery was used. The physician believed that the electrocautery had damaged the charging coil of the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a previous non-device related surgery wherein electrocautery was used. The physician believed that the electrocautery had damaged the charging coil of the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure wherein the new ipg was moved. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a previous non-device related surgery wherein electrocautery was used. The physician believed that the electrocautery had damaged the charging coil of the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery.